Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket erosion. Reportedly, the patient was transferred from emergency room to electrophysiology laboratory, and a pocket revision was performed. There was no additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This supplemental report was created to update d6b: explant date and h6: impact code.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket erosion. Reportedly, the patient was transferred from emergency room to electrophysiology laboratory, and a pocket revision was performed. There was no additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that the system was explanted due to vegetation on lead, and the patient was treated with intravenous antibiotics. There was no additional adverse patient effects were reported.